Event description:
During troubleshooting for an unrelated issue on the homechoice machine, it was reported the patient had compromised their transfer set by touching the transfer set tip connector to their towel. The technical service representative advised the patient to contact their nurse regarding their transfer set. It is unknown how the patient completed therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a use error, where there patient let their transfer set touch their towel. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.